Event description:
On (B)(6) 2009, the pt reported receiving an e4 (occlusion) error while attempting to bolus. She disconnected from the infusion site and bolused 10 units of insulin without error. She stated that the infusion site had been in place for 1 day. She changes the infusion site and tubing every 3 days. She stated that she does have scar tissue. She removed the infusion site and stated that the cannula appeared to be bent at an angle. She inserted a new infusion site and completed her bolus without error. No physiological effects were reported. She was sent info on infusion site management. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.